Event description:
Boston scientific received information that the physician suspected the battery in this implantable cardioverter defibrillator (ICD) depleted prematurely. A surgical procedure was performed and this ICD was explanted and replaced. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.